Event description:
Report received from the USA stating the device was "overheating." During a mastoidectomy. There were no delays in surgery. Another emax-2 device was used to complete the surgery successfully. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent.